Event description:
On (B)(6) 2024 it was reported by an arthrex employee via sems-06649114 that an ar-8150pp-45 powerpick when the tip of the product was pressed against the affected area, the tip shrank. This was discovered during the case. This case was completed by using another product of same product number with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-8150pp-45 was received for investigation. Upon visual inspection, no problems were observed with the exterior of the device. Functional testing was performed, and the device functioned as intended. No problem found.